Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the broken cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was noted to broken jaw wire. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tenaculum forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.